Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During a follow-up, there was an episode of double counting the t-wave during packing. The device was reprogrammed with no resolution. Sjm was contacted and recommended additional reprogramming to resolve the event. The patient was stable.